Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 125 mg/dl. The customer stated that the number keep scrolling when she presses the arrow keys. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.